Manufacturer narrative:
(B)(4). G2: foreign ¿ south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle and thread are damaged. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted as an initial report as the previous initial report was corrected to be voided. G2: foreign ¿ south africa. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the inserter handle is damaged and unable to sit flush with the cup. The metal appears bent. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.